Event description:
It was reported that the impedance was greater than 200 ohms and it was less than 25 ohms through the device. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.